Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical united kingdom for evaluation. Review of the event log from 03/25/2026 identified multiple "pads on" and "pads off" prompts, during which no patient ECG data was displayed. Evaluation determined the customer's CPR adapter was faulty and contributed to the reported issue. The device functioned as intended during testing and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.